Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at 4 mm prior to release from the delivery catheter system (dcs). Tension was released in the system, however, the valve dislodged up landing at -2 mm resulting in severe paravalvular leak (pvl). Subsequently a second valve was implanted and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.